Event description:
Pt rec'd er1 prompt twice on her surestep meter. On 09/04/1998 she knew she had applied an inadequate amount of blood. The meter message gave the er1 message and she retested. The result was 85 mg/dl. No info was available regarding the prior er1 message.